Event description:
The customer stated that her sister tested her blood glucose and received a reading of 36 mg/dl using her (the sister's) contour meter. The customer's sister retested her glucose using the customer's meter and the reading was 98 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer did not have her meter or testing supplies with her at the time of the call, so she was unable to provide the reagent lot number or the meter serial number. Customer service attempted to contact the customer for that information, but they were not successful. It's not possible to determine a manufacture date without a serial or lot number.